Event description:
It was reported to philips that the geometry movements were not available. The device was in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and replaced the geometry pc which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. Patient and the procedure outcome are unknown due to insufficient information. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse solved the issue by replacing the geometry pc and conducted functional checks. Part failure analysis was performed on the returned part; a random access memory (ram) memory was faulty. After the replacement of the geometry pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.